Event description:
Related manufacturer reference number: 2017865-2024-72536. It was reported that patient presented with their right ventricular leadless pacemaker (lp) exhibiting low pacing impedance, low r-wave sensing, and high capture threshold. A couple of mapping attempts were done with a delivery catheter (dc), but a current of injury was unable to be obtained. It was then that cardiac perforation was confirmed through a contrast shot and x-ray. Patient's blood pressure dropped and a pericardiocentesis was performed for pericardial effusion. Patient was then transferred to a different hospital where surgeon repaired the cardiac perforation with stitching. Patient was stable after the procedure.